Manufacturer narrative:
(B)(4) (metallic taste).

Event description:
The patient's pump had run dry on (B)(6) 2011, and he suffered withdrawal symptoms. On (B)(6), the patient had a "metallic taste" in his mouth and trouble breathing after having his pump refilled with normal saline. He started feeling a little worse that evening. The patient went to the ER (emergency room) and was given oral morphine, which helped him feel a little better. The pump was alarming and the patient did not have a managing physician at the clinic he went to. The patient was very concerned about starting the pump back up, even on minimum rate due to insurance problems. The patient recently lost his private insurance and his health insurance will not pay for the medication for his pump refill. The patient was uncomfortable starting the pump back up since it would technically start administering morphine again since a small amount was still left in the pump. The patient contemplated having his pump removed. Additional information has been requested, a follow-up report will be sent if additional information becomes available.